Event description:
Guidant received information that placement difficulty was experienced during the lead implant procedure. The lead lead model 4469 was not used as the placement was not good and the lead became stuck in the patient's coronary sinus. The lead model 4457 was not used as it was unable to pace the patient's ventricle due to prior myocardial infarctions.